Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude. In addition, undersensing of r-waves was noted. It was also indicated that it looks like r-waves dropped shortly after implant which may be due to dislodgement. Moreover, reason for the measurements were not determined. This rv lead remains in service. No adverse patient effects were reported.